Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the oxford pkr tibia was revised for instability on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the severity score associated with this failure mode is 3 (necessitates minor medical intervention) with an occurrence score of 2 (between 1 in 10,000 and 1 in 100,000). The severity score is in line with the risk file. Occurrence assessment: date: (B)(6) 2018 to (B)(6) 2021 (most up to date sales data): (B)(4) items sold. Number of complaints identified: 2 (including the reported complaint, (B)(4)) occurrence ratio: 2: 15,680 = 1: 7,840 this gives an occurrence score of 3. As the hazard for the identified complaints has not been determined, it is not reasonable to assign both events to the same line in the risk file, therefore, the calculated occurrence rate and occurrence score can not be used for comparison with the risk file, and no issue with the occurrence rate/score has been identified. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : the product has been discarded

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical devices: medical product: oxf anat brg rt md size 7 PMA, catalog #: 159579, lot #: 6871328. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the oxford pkr tibia was revised for instability on (B)(6) 2021.